Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the ophthalmologist that the event resolved without treatment. There was unplanned medical intervention. The patient was treated with an antibacterial agent, additional steroids and glaucoma (eye pressure) drops. An unplanned anterior vitrectomy, enlarged incision, iol exchange, sutured incision and a steroid injection. In the surgeon's opinion the event was likely due to aggressive instillation of the viscoelastic before insertion of the iol. However, the information also indicates that the capsule tear was noted after insertion of the viscoelastic once the cortex was removed and insertion of the iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical coordinator reported that during an intraocular lens (iol) implant procedure, a capsule tear occurred. The iol was removed and replaced with a different lens model. Additional information was requested.